Event description:
It was reported that the constrained liner and shell pulled out of the acetabulum. Revised to rev cup with screws and neutral altrx liner. No surgical delay. Doi: (B)(6) 2020. Dor: (B)(6) 2021, affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.